Event description:
It was reported that both leads were removed and replaced due to twiddler's syndrome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on the proximal conductor and the outer insulation was breached cut. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the outer insulation was pulled apart, the helix/lobe was distorted/bent and blood/body fluid was present on all conductors and the helix/lobe mechanism.